Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, the lead entered the body through the guide wire, but the steel wire could not enter the lead smoothly. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.